Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the system error 105. The reported symptom was observed during power up and caused by a dislodge component on the I/o printed circuit board (pcb). The failed I/o pcb was replaced.